Event description:
It has been reported that during the generator test the ups was out and after bypassing ups the system was not powering on. No harm to the patient has been reported to philips. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system is not turning on after bypassing ups. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The issue has been resolved by the customer and system is in good working order. The codes were updated based on the investigation outcome.